Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported knot advancement issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prostyle device after an interventional right leg angiogram procedure with a 6fr sheath. Reportedly, the knot could not be advanced. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.